Event description:
It was reported that an in-stent restenosis was detected seven months post implantation of the vascular stent. Approximately 26 months after stent placement, the stent was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 24 month follow-up examination were provided for evaluation, showing a stent implanted in the left femoral artery. On the basis of the evaluation of the images, the reported stent fracture could not be confirmed and the reported in-stent restenosis could not be verified. No correlation between the reported in-stent restenosis and the reported stent fracture could be identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside the target vessel in non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- and/or post-dilation also may be contributing factors. An irregular stent placement may lead or contribute to the reported stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion may be performed by using standard techniques and if additional stent-to-vessel apposition is desired, a balloon catheter that matches the size of the reference vessel but that is not larger than the stent diameter itself should be selected. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that an in-stent restenosis was detected seven months post implantation of the vascular stent. Approximately 26 months after stent placement, the stent was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that an in-stent restenosis was detected seven months post implantation of the vascular stent. Approximately 26 months after stent placement, the stent was found to be fractured. There was no reported patient injury.